Event description:
Patient experienced an infection in their knee and was hospitalized for wound debridement. Lead was removed and patient was prescribed IV and oral antibiotics. Patient since discharged and feeling better.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. 01 may 2025 per complaint record, patient seen by physician for possible infection. Patient experiencing pain and stiffness, skin is red and drainage present. Md removed leads and performed ultrasound of the knee which revealed fluid buildup. Md aspirated knee, total of 80ml of yellow fluid was drained. Md collected sample to be sent off to path lab for culture. Keflex 500mg q6 hours prescribed. Total days of therapy 56 days. Patient has a history of right knee pain and osteoarthritis. Updates provided 09 may 2025 and 13 may 2025 reported orthopeadic physicians felt the patient may have a pseudo gout that trapped the bacteria. Culture confirmed infection, type of bacteria unknown. Patient was hospitalized for wound debridement, PICC line insertion for IV antibiotics and then oral amoxicillin for 1 week. Patient discharged home and reported feeling better. No lasting adverse effects are anticipated.